Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported more insulin than expected was needed to fill the tubing, and the fill estimate was inaccurate. There was no reported adverse impact to the customer. Customer declined to provide additional information.